Event description:
We received an allegation of questionable results for 5 patients' samples tested with glucose (gluc3) assay on a cobas pro c 503 analytical unit. The 5 samples were rerun on the same cobas pro c 503 analytical unit. Sample 2 and sample 3 were rerun again on another cobas pro analytical unit. Sample 1 (patient 1): initial result: 173 mg/dl. Rerun result: 115 mg/dl. Sample 2 (patient 2): initial result: 158 mg/dl. Rerun result: 107 mg/dl. Rerun result: 105 mg/dl (on another cobas pro analyzer). Sample 3 (patient 3): initial result: 157 mg/dl. Rerun result: 105 mg/dl. Rerun result: 104 mg/dl (on another cobas pro analyzer). Sample 4 (patient 5): initial result: 147 mg/dl. Rerun result: 98 mg/dl. Sample 5 (patient 4): initial result: 139 mg/dl. Rerun result: 92 mg/dl. The rerun results were deemed to be correct. The questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 67232801 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The customer ran qc and calibration and they were acceptable. The alarm trace contained abnormal aspiration caused by the sample probe. These are indicators of possible poor sample quality. The field service engineer (fse) found the instrument was contaminated. The fse decontaminated the instrument and verified its performance. Precision studies were performed and the results were within specifications. The service actions done resolved the issue.